Event description:
As reported nu an eye care professional (ecp), within a few hours of wearing a new pair of trial lenses, a patient experienced redness in both eyes. Ecp prescribed artificial tears for the redness, but the problem persisted. Ecp advised the patient to seek medical attention from a specialist immediately. The patient sought medical attention and complained of discomfort upon insertion of lens, and was diagnosed with contact lens related corneal ulcer in her right eye. The patient was advised by the ophthalmologist that the lens was contaminated and full of bacteria. The event has resolved. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
(B)(4): the lot number was not provided. The opened complaint sample was returned for evaluation and the sample was found to meet the manufacturing specifications for surface/edge defect criteria, base curve and diameter measurements. Manufacturing controls are in place. From change request history, there are no changes made to the product/process that could be related to the nature of the complaint. All manufacturing lots have met in process and release product criteria prior to shipment. (B)(4).